Event description:
Indwelling foley catheter malfunction; after insertion of new 16fr silastic foley catheter. 10cc syringe filled with sterile water attach to retention balloon port. As balloon was being attached and inflated the entire balloon port came off catheter tubing. This malfunction occurred with 2 different catheters. Pt code: 4582. Device code: 2907. Referencing report: mw5178712.